Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the bolus and basal in the insulin pump were not working well. The customer had a high blood glucose. Their high blood glucose level lowered after treating with a manual injection. The customer¿s blood glucose level was 437 mg/dl. No further details were given. The device was returned for analysis.